Event description:
Additional information has been received indicating that the patient's vns stimulation was turned off when the high impedance was found. The patient reportedly now would like to have his vns explanted rather than replaced. The patient was concerned of the vns materials "leaking out" into his body if it remained implanted; however the patient has now been informed that this is unlikely to occur. The patient reported that x-rays had been taken that indicated a lead fracture; however these have not been forwarded to the manufacturer for review. The patient also indicated that he felt that the vns may not have been functioning as intended as early as 2008.

Event description:
It was reported that the patient underwent explant on (B)(6) 2013 because "the patient indicated it didn't work and he wanted it out". The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
It was initially reported by the nurse that the pt could not feel stimulation and when his device was checked, high lead impedance was observed. Pt was sent for x-rays and then referred for a full revision surgery. No additional info was provided. (B)(4) attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Note that a large portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The marks are evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. However, based on the location of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. Canted spring marks were not observed on the rear end of the small o-ring. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance condition.